Event description:
It was reported to medtronic minimed that the customer experienced the battery lasts less than expected, an unexpected battery power loss, and high blood glucose. The customer reported a blood glucose value of 410 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-386a, mmt-1880l, and mmt-332a. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, and the customer was not used the auto mode feature. No further patient complications were reported. No product return is required for mmt-386a. Product return was requested for mmt-1880l. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. However, pump failed sleep current measurement due to moisture damage to pcb boards. Unit successfully downloaded to thump. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No alarms or alerts noted during testing. However, confirmed pump alarmed low battery alert on (B)(6) 2024 06:15:00.000 in the history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assemblies and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked belt clip rails, corroded battery tube, corroded motor home switch. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Customer is experiencing high bg was unable to verify. However, the pump failed the sleep current test and abnormal power management graph were noted due to moisture damage on pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.